Event description:
It was reported that upon device interrogated a lead safety switch was triggered and changed from unipolar to bipolar due to steady rise in right ventricular (rv) lead pace impedance measurements which were out of range. No noise was seen and the physician attributed the observation to lead calcification. The device was reprogrammed to pace in unipolar with normal pace impedance measurements seen, and sense in bipolar configuration and continue to monitor the patient via remote monitoring. No adverse patient effects were reported. The rv lead remains implanted.

Event description:
It was reported that upon device interrogated a lead safety switch was triggered and changed from unipolar to bipolar due to steady rise in right ventricular (rv) lead pace impedance measurements which were out of range. No noise was seen and the physician attributed the observation to lead calcification. The device was reprogrammed to pace in unipolar with normal pace impedance measurements seen, and sense in bipolar configuration and continue to monitor the patient via remote monitoring. No adverse patient effects were reported. The rv lead remains implanted.